Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
Received information that all insulin delivery stopped. The customer was not using pump when report event occurred.